Event description:
It was reported that the pt's mother called the hcp to report the pt had an abrupt spasticity increase and an inability to sleep. The pt was demonstrating increased extensor posturing and tremors on exam with increased tone and increased clonus. Spine films, pump interrogation and refill with no volume discrepancy were performed. Oral baclofen was started and the pump was programmed for a bolus. Follow-up two days later indicated there was some improvement with the oral baclofen, programmed bolus was done with pt evaluation and no change was noted. Catheter access of port was performed without difficulty. Revision of the pump was scheduled. During the revision, the catheter was not replaced, although there was some scar tissue seen around the proximal part of the catheter. The hcp felt this may have kinked the catheter. The hcp reports the pt recovered without sequela from he presumed acute itb withdrawal. The pt's pump was reprogrammed for an increase in dose from 250 to 439 mcg/day on a complex program with an increased dose overnight and a bolus dose in the evening. The pt will be seen for follow up in approximately two months unless there is a problem.

Manufacturer narrative:
This report is being submitted following an internal audit.